Event description:
It was reported that balloon rupture occurred. A 2.50mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the second inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported and the patient status was stable.